Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia overnight and hyperglycemia at other times while using the ilet system, with contributing factors including very low carbohydrate intake, alcohol use, a mislocked adapter during a breakfast meal announcement leading to unintended insulin dripping at the sink, and possible overadaptation of the breakfast meal announcement that resulted in unusually high ¿usual breakfast¿ insulin doses and a prolonged low. Symptoms included hypoglycemia and patient-reported discomfort without loss of consciousness. Outcomes included self-management without hospitalization, professional medical intervention, or ketone testing. Investigation included review of cgm metrics and meal announcement patterns, assessment of infusion set handling, and user education. Investigation of this case revealed user setup error with the adapter not locked, a suspected bad infusion set, and maladaptation of the breakfast meal announcement leading to excessive insulin dosing for late or atypical ¿usual breakfast¿ announcements. It was concluded, based on previously established findings for similar reports, that the cause was use error and device adaptation behavior influenced by meal announcement practices, addressed through troubleshooting, education, and a plan for controlled retraining of the breakfast announcement rather than immediate factory reset.